Manufacturer narrative:
Batch review performed on 08-01-2024: lot 2410450: (B)(4) items manufactured and released on 04-09-2024. Expiration date: 2029-08-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implants revised: batch review performed on 08-01-2024 on ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot. 2421394: lot 2421394: (B)(4) items manufactured and released on 02-08-2024. Expiration date: 2029-07-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 08-01-2024 on cup: mpact 01.32.158dht acetabular shell ø58 two-holes t (k230011) lot. 2338381: lot 2338381: (B)(4) items manufactured and released on 04-03-2024. Expiration date: 2029-02-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 08-01-2024 on liner: mpact 01.32.3652hct flat pe hc liner ø36/g (k103721) lot. 2405630: lot 2405630: (B)(4) items manufactured and released on 11-04-2024. Expiration date: 2029-03-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 1 month from primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon revised all medacta hardware and reimplanted permanent product. The surgery was completed successfully.